Event description:
The surgeon implanted a cc4204bf collamer plate lens but it was removed due to a capsule tear. The surgeon did not perform a vitrectomy. The nurse stated that it is unknown what caused the capsule tear. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.